Event description:
A patient in a study underwent a da vinci assisted myomectomy surgical procedure. The same day, after surgery, the patient complained about vertigo. Blood pressure was measured and it showed hypotension. An electrolyte infusion was administered and the event resolved quickly the same day. There were no reported intra-procedure complication and no reported da vinci device malfunctions. Discharge occurred three days after surgery. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade I, having a causal relationship to the study procedure, but not related to the patient's underlying disease status, not related to the da vinci investigational device and not related to a third-party device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height: 149 cm., body mass index (bmi) 23 kg/m2.